Manufacturer narrative:
Visual examination confirms the inferior tang is broken; the broken piece is missing, and not returned for analysis. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue, and river lines which suggest overload. Direction of river lines and plastic deformation suggest possible direction of fracture. The findings are consistent with bend stress overload.

Event description:
It was reported that the tip of the inserter was broken off during insertion of the interbody device. The broken fragment was retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. A review of the device history records did not identify any applicable non-conformances or deviations in procedure. We are unable to determine cause of the event.